Event description:
It was reported that following implant in (B)(6) 2010, the healthcare provider (hcp) continually increased the patient's drug from the beginning as the patient was noticing little effect. One year later, in (B)(6) 2011, the patient experienced increased spasticity; and a dye study was performed on (B)(6) 2011. It was "suspected that the patient may have had a kinked catheter based on the dye study." It was further indicated that "something" then happened on (B)(6) 2011. Per manufacturer's device records, both the patient's pump and catheter were replaced in (B)(6) that year. It was noted that the patient's neurosurgeon was no longer practicing, so the reason for the device revision/replacement procedure was not confirmed or known to the reporter. Drug delivered via the device was lioresal; per the pump log, the dose rate was decreased from 450 mcg/day to 320.5 mcg/day on (B)(6) 2011.

Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011.

Manufacturer narrative:
(B)(4).